Event description:
The customer reported that the ready for use (rfu) hourglass is on, and the device audio is working in AED mode, however, the display screen is completely blank. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.